Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to the reported emergency room visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to diabetic ketoacidosis (dka). The patient's blood glucose levels rose to 550 mg/dl while wearing the pod between 5 and 24 hours. The patient reported being unsure if the cannula was properly inserted in the infusion site (arm). The patient was treated with 10-12 units of insulin utilizing manual insulin injections and was released from the ER after 9 hours. The pod was discarded by the patient.